Manufacturer narrative:
Manufacturer's investigation conclusions: a specific cause for the report of epistaxis could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The patient remains ongoing on (B)(6) following these admissions, and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This report addresses the second of four admissions. MFR. #2916596-2020-02180, 2916596-2020-02182, and 2916596-2020-01474 address the other three. No further information was provided. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the patient was admitted to the hospital for epistaxis four times between (B)(6) 2019 and (B)(6) 2020. This report addresses the second admission. The event date is estimated. Treatment has included repeatedly being packed with merocel and/or balloons, chemical cautery with silver nitrate, holding anticoagulation temporarily, stopping dipyridamole, and multiple ent (ear nose throat) consults. Ent considered sphenopalatine ligation, but the patient's epistaxis stopped prior to requiring this. Multiple courses of nasal sprays have been prescribed such as otrivin and saline spray, as well as encouraging the patient to get a humidifier. No further information was provided.